Manufacturer narrative:
A4-a6:unk h6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.5/1.0/098 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Refractive change was observed. Cause of the event is unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.5/+1.0/098 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise. The lens remains implanted. The cause of the event as unknown. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was repositioned. The lens remains implanted and the problem was not resolved. Additional information provided: "repositioning of the lens by prof. Parasta was not successful. Patient is wearing glasses again. Cole monitoring. If the patient want a lens exchange the surgeon would like to explant the current lens. Wait for 3 months and then remeasure the eye and recalculate the lens for exchange. We will keep you updated". The cause of the event as unknown. Claim# (B)(4).